Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for cervical/neck and spinal pain. It was reported that the implantable neurostimulator (ins) was at the patient's bra line and the ins was shifting a lot in her skin. It rolls around in the body. The patient noted that not in one position can she get the recharger to charge the implantable neurostimulator (ins). Typically, the patient can just put the recharger on the ins. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.